Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. The customer took glucose tablets and had an additional snack to stabilize bg level. Reportedly, low bg was due to the customer overcorrecting for a snack consumed.